Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarms and physical damage at the reservoir lip ring. The reservoir does not lock into place. Blood glucose was 22 mmol/l at the time of the incident. The caller stated they were able to clear the alarm and able to complete the rewind process. Customer also stated the device failed by not giving insulin and continuously asking for a rewind. Customer performed displacement test and self test which passed. It was also reported that the customer was hospitalized on (B)(6) 2019 at 4:00p.m. Due to high blood glucose and ketones. Blood glucose was 26.3 mmol/l at the time of admission. Customer was treated with manual shot. The customer was advised that the insulin pump needed to be replaced and was recommended to refer to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in the reservoir compartment noted. No unexpected pump error 130 alarm or pump error 19 alarm noted. However, pump error 63 alarm confirmed in the device history due to software error. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window.